Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure the implants were damaged and when surgeon tried to remove the instrument, it was impossible to release the nail from the instrument, so he had to remove all the implants and leave the patient with the initial injury. Surgeon planned to reoperate patient on (B)(6) 2025. Additionally, when reviewing the new parts involved in the surgery performed, it was noticed that the insertion arch was fused to the tfna nail by means of the connection screw for the insertion arch and has internal scratches, along with the implants that were removed due to this new part. It was impossible to disassemble the insertion arch and the nail to such an extent that the t-head screwdriver that secures the connecting screw broke.